Event description:
On (B)(6) 2012, a patient reported a connection issue between a bag and a cassette which occurred after use on (B)(6) 2012. There was no reported injury or medical intervention in association with this event.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received and visual and functional testing was performed. There were no defects or issues noted. This complaint for a report of a connection issue was not confirmed and the root cause could not be determined.